Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
After about one week of using the first dental protector, the hard base layer became detached from the blue molded layer and I was no longer able to use it comfortably because it would move around so much in my mouth. I am not satisfied with this product for that reason.